Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2011-00019.

Event description:
It was reported that, "revised due to instability. Cr components removed and ps implanted."